Event description:
A distributor reported on behalf of a healthcare facility in china that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test and was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed a cut on the inpiratory limb of a rt265 infant dual heated evaqua2 breathing circuit. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test and was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. Diego vargas banuelos method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed a cut on the inpiratory limb of a rt265 infant dual heated evaqua2 breathing circuit. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test and was found damaged before patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.